Manufacturer narrative:
The pump was received with flashing medtronic logo. No critical pump error (open book image) alarm noted. Unable to perform the displacement test, sleep current test, active current test, self test, rewind test, prime/seating test, basic occlusion test, and force sensor test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, cracked up button at keypad overlay, cracked case at battery tube side, and stained serial number label. Pump was cut open to perform visual inspection found moisture damage on the pcba1, pcba2, motor, and force sensor.the test p-cap locks properly in place in the reservoir compartment. Alarm-aa99-critical pump error not confirmed. Display anomaly-flashing mdt logo confirmed due to moisture damage on the pcba1 and pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-188l. Troubleshooting was performed and the pump performs safety checks and an error was found. There was no signs of damage and the serialized device be replaced. No harm requiring medical intervention was reported.